Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. During the procedure, a dissection was noted and a non- bsc guidewire failed to cross the lesion. The procedure was converted to a carotid endarterectomy (cea) and the patient is expected to fully recover.